Event description:
It was reported that the patient suffered from a bilateral mixed hearing loss, after a tympanoplasty. Thus, the patient was implanted in 2009 with a vibrant soundbridge. The vorp was fixated on the round window. The patient's bone conduction threshold has deteriorated after operation, due to surgical trauma. The patient will be re-implanted with a cochlear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.